Event description:
The complainant has reported that the pt (age and gender unknown) had undergone a polypectomy procedure in the colon which involved the use of a bsc resolution clip hemostasis device. It was reported that "following [the] polypectomy procedure, the hemostatic [clipping was attempted]. Once [the] clip was in situ it did not separate from [the] catheter shaft which led to [removing] the clip with mucosal tissue." The procedure reportedly ended with two other clips without any issue.

Manufacturer narrative:
The prod has been rec'd, but an eval has not yet been conducted. The device history record was reviewed and it has been determined that the reported lot met all specs and had no anomalies relevant to the reported complaint upon its release. No add'l complaints have been reported for this lot. In addition, the february 2007 15-month complaint trend report was reviewed for the hemostatic clipping device family; although no data point exceeded the complaint action limit, an unfavorable trend was noted. Two consecutive months of increasing number of complaints is identified as an unfavorable trend. Due to the low number of increased complaints, the low magnitude of the total number of complaints, and the low clinical severity of the failure modes, no specific action is warranted at this time. A supplemental medwatch report will be submitted after the device eval has been completed.